Manufacturer narrative:
It is clearly visible, that two petals at the screw head were broken off. We made a visual inspection of the screw, especially the damaged head. Three of the petals of the complained screw are heavily damaged, two are torn off. One of the torn off petals was enclosed and exhibits heavily damages too. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this error pattern at hand. The root causes for the problem is most probable usage related. Without further knowledge about the circumstances, we assume, that the screw was not positioned centric in the plate, so the upper edge of the oblong hole of the plate damaged the rim (petals) of the screw. Furthermore we assume that the damages are caused by using pliers or similar. A material defect or a manufacturing error can be excluded. The enclosed screwdriver fj910r is without damages/failures and in a proper condition. No CAPA necessary. Associated medwatch reports: 9610612-2018-00615.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a screw was broken during surgery. The patient was undergoing a cervical anterior fusion. While a screw was used in conjunction with a screwdriver, the screw broke. There was no incident reported as related to the breakage. Another screw was inserted and positioned correctly instead and the procedure was successfully completed. There was no patient harm or intervention required; the patient condition was noted as well. No further information was provided. This report addresses the broken screw. Associated medwatches: 9610612-2018-00615.